Event description:
I had surgery on my left eye to remove a cataract. I was told my vision was 20/40. A tecnis intraocular lens, model zmb00 was put in. My vision from moments after surgery to the present was no better than before the surgery. The lens was used ot make it possible for me to not ever wear glasses. It was planned that I would have the second surgery shortly after using the same type/brand lens. I have not had surgery on the right eye to date. I was told by two different ophthalmologists that nothing can be done. I will always have to wear glasses. My vision in my left eye is presently and forever 20/40. One of the physicians I consulted called the results of using this type of lens a 'vaseline' vision. This pretty much sums up my experience. I can not see well enough either close up for reading no distance. I don't know what I expect from this communication beyond adding my voice to the many who have suffered this same result. I am (B)(6) and I work 2 days a week. This lens alone cost me out of pocket (B)(6). I now have the most expensive plastic sun glasses. I am someone who tries to do my best to check things out before I commit, but this has made me suspicious of many things and most people. How can someone like me protect myself from faulty and/or unreliable products? Isn't that one of the things your agency does?